Manufacturer narrative:
Product event summary: the data files for the date of the reported event and the balloon catheter, 2afast28 with lot 49050, were returned and analyzed. The data files did not show any system notices during the procedure. Visual inspection of the catheter showed the device was intact with no apparent issues. The pressure test revealed a leak through the guide wire lumen. The balloon integrity was intact; no breach was observed. Dissection showed a guide wire lumen breach 1.2 inches from the tip. In conclusion, the reported issue has been confirmed through testing. The balloon catheter, 2afast28 with lot 49050, failed the inspection due to guide wire lumen breach.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The catheter was replaced and the procedure was completed successfully. The balloon catheter further tested out of specification upon the manufacturer's analysis. No patient complications have been reported as a result of this event.